Manufacturer narrative:
The axiom aristos fx plus system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. Movement can only be continued where stop is canceled. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted november 5, 2014.

Event description:
It was reported that prior to an exam, the customer was moving the axiom aristos fx plus system to the table position. Before reaching its end position, the unit stopped moving and the x-ray tube started to fall down. This unintended movement occurred without the user pushing any buttons. The tube stopped after it collided with the table. There was no patient on the table during the collision. There are no injuries attributed to this event. The reported event occurred in spain.